Manufacturer narrative:
The reported event of ¿over-sensing¿ could not be confirmed. As received, the device was at pacing off mode. The device was then programed to nominal settings for the remainder of the analysis. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Implant and explant information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-35472. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise which was also detected on the ventricular channel of the pacemaker (pm). Both the pm and rv lead were explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.